Event description:
Clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery, causing the clip to fall off the applier. As the trigger was pulled, the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10 ml because the cystic artery had already been clipped by the surgeon earlier. It is important to note that transection of the cystic artery is a required outcome during laparoscopic cholecystectomy. An additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The surgeon confirmed that there was no harm to the patient. In the same case, a second laparoscopic clip applier was attempted, but the clip did not fire correctly. Automatic clip applier: epix universal m/l, ref (B)(6), lot: 1540217, exp: 2027-11-12. Quantity: (B)(4). Reference report: mw5169239.